Event description:
Additional information received reported that no components were involved in the event as the patient was having the usual post-operative pain and the sensation of a new object implanted in her buttock which is expected. Actions taken included waiting and letting area heal. The patient recovered without permanent impairment.

Event description:
It was reported that patient was still under the effects of anesthesia and programmer training was ineffective. The patient inquired about the implant site having a bulge. The patient also mentioned that she had pain at implant site when sitting for a length of time, ie while sitting in a car, or when lying down. The patient has her follow-up in 2 weeks. Additional information received four days later indicated that patient had change in therapy effect. The patient stated that she suddenly had a return of symptoms. The patient described leakage of fecal matter while sewing at her sewing machine. It was reported that stimulation was on when checked with patient programmer (pp).the patient was assisted to increase stimulation on current program (3) because patient had not received directive to change programs at this time. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0qxr3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information from the patient reported that they had programs changed and it worked briefly, then it did not work. They had programs changed again and they noted "seems ok now". The patient also noted that the device works well for a period "and the not". They stated, their incontinence is better than before the implant but then they have days when it is merely impossible to feel secure. It is unclear when the programming took and symptoms occurred.

Event description:
Additional information received indicated still experienced pain where implant was located.

Event description:
Additional information reported that the patient had pain where the implantable neurostimulator (ins) was implanted. It hurt and when she sat, it was uncomfortable. There was no trauma/falls related to this issue. The patient felt stimulation but did not have 50% or better symptom control. It was further reported that it was 98% then sent to 2% and the patient had a sudden return in symptoms. Troubleshooting could not be done due to lack of access to product. The patient was driving and was currently on program 3 at 2.15v. In the last few days prior to the report, the patient increased stimulation from 2v to 2.15v. The patient was asked to try other programs and see if the healthcare professional was ok with changing to a new program. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported the patient had experienced difficulty and had fecal incontinence problems again every time they went to the bathroom and even when they did not go to the bathroom. The patient stated the implantable neurostimulator (ins) was turning itself off, as they had not turned it off themselves, and it had happened just the other night. The patient noted they hadn't turned it off since they had the device implanted. The patient also reported they had increased stimulation to see if it would help with their symptoms, but they could only increase so far before it was no longer tolerable. The patient was to follow up with their healthcare provider (hcp).